Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. Customer consumed carbohydrates and glucose tabs to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.